Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was the downstream occlusion (dso) sensor. This was replaced to fix the reported issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a failed downstream occlusion calibration. There was no patient involvement.